Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unexpected shutdowns occurred. Blood glucose level was 459mg/dl with vomiting and urination urgency. Although requested, the contact declined troubleshooting. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.